Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that there was damage to irrigation pump of the device. It is unk if the device was used in surgery. It is unk if injuries or medical intervention were reported. It is unk if medical intervention was reported. There was no additional information provided.